Event description:
Outbound pt reports (2) smiths tubing lot # 3667077 leaked last week. Sending ICU medical tubing overnight with reorder. No further details provided. Diagnosis or reason for use: pph.